Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external blood leak was observed from a crack in the return blood line tubing of a prismaflex st100 set during continuous renal replacement therapy. It was not reported if the extracorporeal blood was returned or the volume of blood lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, shows the return line is perforated. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.